Manufacturer narrative:
Literature citation: geisel, dominik, et. Al. "Improved hypertrophy of future remnant liver after protal vein embolization with plugs, coils and particles"; cardiovascular interventional radiology (2014) 37:1251-1258. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. It was reported that biloma occurred. In a study to compare the efficacy of right portal vein embolization using particles only versus particle and additional central plug and/or coil. Extrahepatic biloma after portal vein embolization occurred. This was treated with CT-guided percutaneous drainage and did not prohibit the planned resection.